Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised forced sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. Blood glucose level at the time of the incident was 134 mg/dl. Customer stated that he was refilling his pump when the error occurred, and it was recurring. Troubleshooting was performed but was unable to resolve the error. The customer was advised that the insulin pump will be replaced and returned the device for analysis.